Event description:
Customer called to report that the unicel dxc 600 synchron system was leaking wash concentrate solution on top of the tube stoppers after the tubes were offloaded. Customer stated that no erroneous results were generated. The field service engineer (fse) inspected the instrument and found that tube #118 was clogged and, therefore, not evacuating the waste and wash solution from the cap piercer. The fse replaced the tubing assembly, which resolved the instrument issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further instrument issues. Customer stated that no one was harmed by or exposed to the instrument leak, and that patient samples and results were not affected.

Manufacturer narrative:
(B)(4).